Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150-175 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. That customer¿s blood glucose level was 186 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.